Manufacturer narrative:
The reported field event of noise on the ventricular channel was confirmed in the laboratory and was attributed to an anomalous capacitor connection to the electronic circuit board. As a result of the investigative findings, actions have been initiated to address this capacitor connection issue.

Event description:
The patient came into the emergency room due to receiving inappropriate shocks. Upon interrogation, the physician observed persistent noise episodes on the right ventricular (rv) channel. The lead was capped and replaced. The ICD was explanted and replaced, and the patient's condition was stable. Related manufacturer reference: 2938836-2017-23592.